Event description:
A cardiac resynchronization therapy w/defibrillator (crt-d) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately six months post the implant of the crt-d and the left ventricular pacing lead.

Manufacturer narrative:
All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. A cause of death will not be received. Evaluation summary: (B)(4)-the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4)-the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The proximal conductor was cut, and all conductors had blood/body fluid (not obstructed). The outer insulation was melted and had cosmetic environmental stress cracking. There was apparent explant damage. A visual analysis was performed only. (B)(4)-the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. All conductors had blood/body fluid (not obstructed). A visual analysis was performed only. (B)(4)-the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The proximal conductor was distorted and the defibrillation conductor was fractured (overstress). The outer tubing overly had cosmetic environmental stress cracking. The lead was stretched; there was apparent explant damage. A visual analysis was performed only.